Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient. A repeat bravo procedure was performed. No intervention was required. There was nothing unusual about patient or procedure. The account is not sure if an endoscopy was performed prior to bravo procedure; the esophagus appeared to be normal. The site has been performing bravo procedures for about 8 to 10 years.